Event description:
It was reported that the customer was hospitalized due to a diabetes related issue. The customer's blood glucose was unknown. The customer was unable to provide information regarding the hospitalization at the time of the call. The customer inquired to program her insulin pump but did not have her settings available. Referred customer to her healthcare provider. The customer disconnected the call. Nothing further reported.

Manufacturer narrative:
This information was not provided in the initial report. The new information had been provided with this report.

Event description:
It was reported by the customer that she was hospitalized during outreach survey and stated that it was diabetes related. Customer stated she was in the emergency room, but not admitted to the hospital. Customer refused being kept in observation. Customer stated she was unaware what cause the low blood glucose and hospitalization. The blood glucose of 92mg/dl and 192mg/dl were mentioned. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.